Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto. Other companies devices that were used in the study: freezor xtra, navx manufacturer's ref. (B)(4).

Event description:
This complaint is from a literature source. It was reported that a total of 281 patients underwent ablation of 315 idiopathic vas between january 2013 and december 2015. Among them, one patient developed respiratory distress and hypoxia during the procedure that was attributed to aspiration and required intubation. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿inferior lead discordance in ventricular arrhythmias: a specific marker for certain arrhythmia locations ¿ the purpose of this study was to assess the value of ild on the 12-lead ECG to predict specific anatomic sites of origin in a large cohort of patients with idiopathic vas suspect device is a 3.5 mm tip irrigated smarttouch radiofrequency catheter, however catalog and lot number is unknown.